Event description:
Customer went to bed with a bg within normal range (83 mg/dl). Upon waking, at 6:56 am, her bg was 300 mg/dl. She continued to wear the pod for 4 hours. During this time her bg decreased to 203 mg/dl. Customer later stated the cannula may have dislodged. The pod was returned for eval.

Manufacturer narrative:
The returned product was evaluated and no evidence of any mfg defect was detected. An air bubble, equivalent to 5 units of insulin in size, was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than a mfg process issue or the defect. User error is confirmed as having caused the pod to fail to perform its essential function. Lot qualification records were found to have passed all acceptance criteria. The omnipod's user guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. A dislodged cannula may impede insulin delivery and lead to hyperglycemia, however, a lab eval cannot confirm if this malfunction occurred. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia, may result."